Manufacturer narrative:
(B)(4). The device was returned and investigated according to volcano policy. During evaluation of the returned pressure guidewire, it was observed that the hypotube was kinked at multiple locations. The pressure sensor was intact but with some yellowish/reddish debris on the sensor housing. The distal tip was kinked and the dome was corroded away. The proximal coil was broken and protruding and with yellowish/reddish debris. When functionally tested, an "error 108-cable signal unstable" was displayed. The wire failed to zero and produce the pressure signal. The reported "error message 115" was not duplicated; however, an "error message 108" was received and the complaint was confirmed. This observed error message (115 cable error) is produced when the cable status indicates an offset error. 115 error message is the result of an auto zero test sequence that compares the resistance values of the sensor. The most likely cause of the observed signal failure was the kinked hypotube observed on the returned device. It is possible that mishandling of the device can cause the observed damage and therefore result in a signal malfunction. Signal malfunction commonly occurs when the device is impacted, manipulated or if excessive force is applied. Excessive flexing can break or damage the internal components which could likely result to signal failure. However, we could not conclusively determine how and when the observed damage occurred. A clinical assessment was requested to the manufacturer's scientific affairs department with the results summarized below: no patient injury was reported. The patient remained in stable condition and was discharged as expected. There was no intervention required by the clinician. Although there was no effect on the patient in the case, because the device was tested outside the body prior to insertion, as recommended in the instructions for use (IFU), this failure mode could potentially cause patient harm if it were to reoccur and the device was introduced into a patient. This failure mode may not always produce an error message warning the operator not to introduce the device into the patient, and the protruding proximal coil has the potential to cause severe vascular damage if the device were to enter a patient. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. At this time, root cause is unknown and it cannot be confirmed when or how the observed damage occurred. Therefore, this report is being submitted out of an abundance of caution.

Event description:
It was reported that an error message 115 was received during zeroing. Troubleshooting was performed but was unsuccessful. Additional information provided by the customer confirmed that this is the third wire used during the same procedure. The first wire had an error 104. The second wire had an error 107. The customer decided not to use a fourth wire and no ffr was performed. The patient was stented. The pressure guidewire was received by the manufacturer and during evaluation, it was observed that the proximal coil was broken and protruding from the device.